Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulties releasing the fixed leadless pacemaker after misaligning the catheter's tethers. Once released, the device immediately dislodged into the right atrium. The device was successfully retrieved, and the implant procedure was aborted. The patient condition was stable.